Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Other: product unavailable for analysis.

Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a burn during the procedure and was treated with silvadene cream. The sales representative indicated that the patient is expected to recover fully and that the issue was related to improper movement of the sheath which in turn caused the fluid to leak and burn the patient. No additional details are available.